Manufacturer narrative:
Concomitant medical products: product ID 4351-35, product type: lead.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that one of the last removals they did they uncovered the cause of the patient's issues with lack of efficacy being the electrodes having been pulled through the stomach. The electrodes were exposed and not properly placed in the stomach wall. They were protruding through the other side. Both the leads and the battery were removed. No further complications were reported/anticipated.